Event description:
Post placement angiogram noted a proximal type I endoleak. The aoritc neck was irregular in shape, however neither excessive angulation nor calcification was present. Another MFR's stent was deployed within the main body to better appose the graft in the infrarenal neck. After deploying the stent, the final angiogram still detected an endoleak, although it was significantly decreased. It was believed that the endoleak would resolve with heparin reversal. Procedure concluded with the endoleak status to be reviewed during a follow up exam.